Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. The customer advised that the device would power on but remain stuck on the self-test screen for a while, then the display would go blank. There was a service indicator present. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed system controller pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u61.the removed user interface pcb assembly was an ancillary part and there was no failure of the assembly.